Event description:
On (B)(6) 2010, the pt reported that the down button of the infusion device is no longer working. She noticed the issue 4-5 days ago while attempting to bolus. During troubleshooting the pt programmed a quick bolus using the up button and the infusion device beeped but did not vibrate. The pt stated the down button did not respond at all. He stated he would switch to his backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.